Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the patient's scs system. Reportedly, the patient was receiving unwanted stimulation and an increase in abdominal pain. Reprogramming of the patient's scs system was unsuccessful. X-ray taken determined the lead had migrated. Follow up information received identified the patient's scs lead was replaced with a new one.